Event description:
The rim of the trial head cracked during trial reduction. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate the event is attributed to excessive force used to seat or remove the trial head from the stem. Corrective action has been implemented to preclude similar events.